Event description:
It is reported that the pt is experiencing possible allergies after implant. A skin infection all over body, sneezing, and swelling of the eyes was also reported.

Manufacturer narrative:
Evaluation summary: surgical notes were not provided. Radiographs were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. The complaint cannot be determined with the info provided. However, the complaint may be revised upon return of radiographs and/or product or further info. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated.